Event description:
Senseonics was made aware of an incident where user reported bleeding from the insertion site and had to go to ER and had to have it redressed. The event happened on 30-may-2025.according to the user, they had to go to the ER due to bleeding at insertion site leading to steri-strips falling off and had to have it redressed. The event was related to the sensor insertion, and mentioned was related to diabetes.after dms review, we confirmed that the user didn't receive a low/high glucose alert at the time of event because the user was currently in warmup phase.the user received a redressing of insertion site as treatment at the hospital. The user was prescribed wasn't prescribed medication.the user's hcp isn't aware of the event and advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
Bleeding at the insertion site is a known and anticipated potential adverse effect. The user reported bleeding from the insertion site and had to go to ER and had to have it redressed. The event happened on 30-may-2025.according to the user, they had to go to the ER due to bleeding at insertion site leading to steri-strips falling off and had to have it redressed. The event was related to the sensor insertion, and mentioned was related to diabetes.after dms review, we confirmed that the user didn't receive a low/high glucose alert at the time of event because the user was currently in warmup phase.the user received a redressing of insertion site as treatment at the hospital. The user was prescribed wasn't prescribed medication. The user's hcp isn't aware of the event and advised to follow up with the hcp for further medical guidance.